Event description:
It was reported that post op a lap. Cholecystectomy procedure, the surgeon uses four clips on the duct. The surgeon stated that he detected a bile duct leak post-op. It is unknown how the leak was detected. The patient was taken back into the operating room and the leak was fixed. It is unknown how the leak was fixed. The surgeon told the rep that this had occurred within the last sixty days. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable, device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed, because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.